Event description:
The customer reported failing insulin quality control (qc) involving access 2 immunoassay system. The customer stated there were no system errors on the event inventory report. Beckman coulter customer technical service (cts) performed troubleshooting with the customer to verify the reagent pack was loaded in the correct position, and the customer confirmed. The customer verified only one insulin reagent pack was loaded on the system. Beckman coulter discussed the possibility of reagent pack sharing as the customer has an alternate access 2 immunoassay system. Cts advised the customer to unload and properly dispose the reagent pack on the system and load a new insulin reagent pack. The customer stated qc recovered within specifications with the new reagent pack. The customer stated no patient results were generated. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched for this event as the issue was resolved via the telephone. System check performed on (B)(4) 2012 passed within specifications. Beckman coulter (bec) internal identifier for this report is 2122870-2012-00347.